Event description:
It was reported that the patient sought medical attention with a doctor at an our of hours clinic on (B)(6) 2026 with an infection that developed at the infusion site while wearing the pod. The patient¿s blood glucose levels rose above 13.9 mmol/l (250 mg/dl). The patient reported they removed the pod on (B)(6) 2026 and noticed the site was red with a small bump. Over the next few days the patient reported that the redness became worse, the site felt hard and had purulent discharge and the arm became stiff, swollen and painful. On the morning of (B)(6) 2026 the patient had developed a fever of 38.6 c and contacted a doctor who told them to present to the out of hours clinic. As treatment, the patient was prescribed flucloxacillin 5mg to be taken 3 times a day for 5 days. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.